Event description:
It was reported that "the proximal extension line of the catheter separated during the dressing change." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for analysis. Signs of use were observed on the catheter body and within the extension lines. The catheter body was severed, and the trimmed segment was not returned. Visual examination revealed separation of the proximal extension lines toward the juncture hub. The separated portion of the proximal extension line attached to the luer hub was not returned. Microscopic analysis confirmed the damage, and the edges of the separation appeared smooth and uniform, which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). No evidence of stretching is observed at the point of separation. The cut in the proximal extension line measured 44 mm from the juncture hub. The proximal extension line outer diameter measured 0.085", which is within the specification limits of 0.084"-0.088" per extension line extrusion product drawing. The proximal extension line inner diameter measured 0.055", which is within the specification limits of 0.055"-0.059" per extension line extrusion product drawing. A manual tug test could not be performed on the proximal extension line because the separated portion attached to the luer hub was not returned. However, manual tug testing was performed on the remaining extension lines. The medial and distal extension lines were securely attached to their respective luer hubs. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer-reported extension line separation was confirmed during investigation of the returned sample. Visual examination identified separation of the proximal extension line toward the juncture hub. The separated portion of the extension line attached to the luer hub was not returned. Microscopic examination showed that the edges of the cut were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter body was also observed to be severed, and the trimmed catheter segment was not returned. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the proximal extension line of the catheter separated during the dressing change." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".